Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was failed to recover. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had no storage space error. A field service engineer checked all parameters for any issues but could not duplicate the reported problem and advised the customer to contact again and document the actual symptoms if the issue reoccurs. The fse verified that the customer¿s inventory medication device meets all bd specifications. The system functioned as intended after the field service engineer tested the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was failed to recover. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.